Event description:
It was reported that (1) tsw35 was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported that upon the second firing of the tsw35, the jaw disengaged and would not close. No other info known. The case was completed with another tsw35. There was no consequence to pt.